Event description:
A review of the malfunction indicated that model rf048f vena cava filter allegedly detached. This information was received from various sources. The three malfunctions involved three patients with no patient consequences. Two patients age were 34 and 56 year and one patient age was not provided. Of the reported patients, two patient were female and one patient was male. Of the reported patients, one patient weighed 127kgs, and the other patients' weight were not provided.

Manufacturer narrative:
H10: the lot number was provided for 2 out of 3 malfunctions, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the three malfunctions. Therefore, the investigation of all the three reported malfunctions were confirmed for the alleged filter detachment.based on the available information, the definitive root cause is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number were provided for 2 out of 3 malfunctions, therefore, a lot history review were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the three malfunctions. For 2 of the 3 malfunctions, the investigation is confirmed for detachment. For the remaining one malfunction, the company is still investigating the issue at this time. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the malfunction indicated that model rf048f vena cava filter was allegedly detachment. This information was received from various sources. The three malfunctions involved three patients with no patient consequences. Two patients age were (B)(6) year and one patient age was not provided. Of the reported patients, two patient were female and one patient was male. Of the reported patients, one patient weighed (B)(6) kgs, and the other patients' weight were not provided.